Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 457445 lead implanted: 2013 (B)(6). (B)(4).

Event description:
It was reported that the patient had a foreign body reaction to what is believed to be the device and device erosion. The patient tested positive for silicone rubber and barium sulfate allergy. The implantable pulse generator (ipg) system was removed. No further patient complications have been reported as a result of this event.